Manufacturer narrative:
The device was returned to zoll germany; the customer's report was duplicated and attributed to a loose paddle spring on the side panel, preventing the unit from recognizing a short needed to deliver a shock during a paddle 30j test. The left end cap will be replaced to resolve the report. The device will be recertified and returned to the customer. Analysis for reports of this type has not identified an increase in trend.

Event description:
Complainant alleged that during biomed testing, the device failed to discharge. Complainant indicated that there was no patient involvement in the reported malfunction.

Manufacturer narrative:
Justification for no UDI, this device was manufactured but not domestically distributed; it is only distributed in the intended geography. There is no existing UDI regulation. Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.